Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the distal coil appeared to be damaged. A different lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted there is distorted conductors on the exposed rv coil at 47.8 cm and 52.2 cm. If information is provided in the future, a supplemental report will be issued.